Event description:
It was reported that the patient experienced an infection after presenting with discomfort and brown drainage at the site of their implantable cardiac monitor (icm) implant. The physician stated that the patient had picked at her dermabond at the site which possibly lead to infection. The patient showed up for a outpatient device removal procedure approximately one week later. After exploring the pocket and using fluoroscopy, the physician was unable to locate the implantable cardiac monitor (icm) at the time of explant. The implantable cardiac monitor (icm) was no longer implanted. The patient stated they did not remember removing the device. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.